Event description:
The patient reported that his device had stopped working. He can't figure out how to get it work again. It might be programmer. No patient symptoms or harm were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.